Event description:
While performing a laparoscopic cholecystectomy with monopolar scissors and monopolar cord. The monopolar cord sparked at the site where it plugs into the scissors. A second cord was attached. The second cord separated near the connection to the bovie. A third wolf cable was attached and the procedure continued.